Event description:
Pump declared a cartridge change error. Customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. To resolve the issue, customer was instructed by technical support to inspect and ensure the o-ring was in place, remove and properly attach the cartridge, and follow on-screen instructions to complete the load process. Customer successfully loaded the cartridge and resumed insulin delivery.